Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed neither device was returned with original packaging. Device one was returned without the distal anchor, distal plug, or proximal anchor. Bio debris is present. Device two was returned with the distal plug still on the insertion device. The distal anchor has been fractured at the top of the internal threads. The upper eyelet portion was not returned and the lower portion is inside the insertion device. The proximal anchor was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation of device one showed that turning the orange and black knobs moved the insertion rods as intended. Device two showed that turning the orange and black knobs moved the insertion rods as intended. The break of the anchor have been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Corrected data: h6 (investigation conclusions). Updated results of investigation: the reported device was received for evaluation. A visual inspection revealed neither device was returned with original packaging. Device one was returned without the distal anchor, distal plug, or proximal anchor. Bio debris is present. Device two was returned with the distal plug still on the insertion device. The distal anchor has been fractured at the top of the internal threads. The upper eyelet portion was not returned and the lower portion is inside the insertion device. The proximal anchor was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation of device one showed that turning the orange and black knobs moved the insertion rods as intended. Device two showed that turning the orange and black knobs moved the insertion rods as intended. The break of the anchor have been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that could have contributed to the failure include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the anchor of two (2) healicoil knotless pulled out after inserted/deployed into the bone. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in an additional bone hole. There was a void left in the patient. No further complications were reported.